Event description:
It was reported that during service evaluation the renasys go could not generate nor control negative pressure due to a leak in the pump. No patient involved.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation confirmed that the device was unable to control or generate negative pressure, establishing a relationship with the event reported. The root cause was identified as a failed vacuum pump. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.